Manufacturer narrative:
The insulin pump had a full segment display anomaly due to an open liquid crystal display driver. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No error alarm or audio anomaly was noted. The displacement test could not be performed due to the display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to stabilized at room temperature. Customer stated that the black screen did not disappear. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.